Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: in a 50ml bd plastipak luer-lok syringe, a sticky substance was found.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: in a 50ml bd plastipak luer-lok syringe, a sticky substance was found.

Manufacturer narrative:
H.6. Investigation: one sample and two photos have been provided to our quality team for investigation. Upon visual inspection, a transparent substance is observed inside the syringe. Further evaluation identified the substance is silicone. A device history review was performed for reported lot 2104085, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2104085 and found to be within specification. Testing was performed on the returned sample, results verified the amount of silicone was above the required limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the root cause of this defect is likely related to a failure in the sprayer that doses the silicone inside the barrel.